Event description:
Reference number (B)(4) event occurred in belgium. It was reported that patient faced infusion set leakage at the site event on (B)(6) 2026. Infusion set was in use for three days. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.